Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.

Event description:
It was reported to boston scientific corporation on august 8, 2005, that an enteryx procedure kit was implanted in a female patient in 2004 (patients's age and weight are unknown). Four intramuscular injections were delivered and 0.5cc's were injected submucosally for a total of 6.5cc's of enteryx solution administered to this patient. According to the complainant, the patient experienced an onset of dysphagia on the day of the procedure. An esophagogastroduodenoscopy (egd) was performed and the findings were normal; dilation was not required. The patient reported that the dysphagia had resolved in 2005 and that she did not experience any weight loss as a result of her dysphagia.